Event description:
Seventy-three-year-old male status post CABG and aortic valve replacement 4 yers ago was admitted for valve replacement. There has been progressive deteriorating aortic valve function over the last year and the pt has had increasing sob and chf. Recently these symptoms have become excessively severe.